Event description:
It was reported that the bd unspecified secondary IV tubing was leaking. The following was received by the initial reporter: we had another secondary IV tubing leak on (B)(6) 2023 at (B)(6) center. Secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm, but delay in care and additional expense.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: a complaint of drip chamber breaking off the set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.